Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label usage of the device on (B)(6) 2026. On (B)(6) 2026, the patient was wearing a cgm during a visit to her physician¿s clinic, where the device alerted to a low glucose reading despite her blood glucose being elevated. The patient was unable to recall the exact values but reported that the cgm reading was approximately 100 mg/dl lower than the corresponding fingerstick blood glucose (fsbg) value. After returning home, the patient developed nausea, sweating, and diarrhea. Due to persistent symptoms and concern regarding cgm inaccuracy, her daughter went to the patient¿s home and contacted emergency medical services (ems). Additional glucose readings were reported, though the order in which they were obtained is unclear; the cgm displayed 109 mg/dl, while an fsbg reading was 289 mg/dl. During ambulance transport to the emergency room, paramedics obtained an fsbg reading of approximately 600 mg/dl, while the cgm was providing no reading at that time. Upon arrival at the ER, nursing staff confirmed that the patient¿s blood glucose was elevated (exact value not recalled). The patient was diagnosed with diabetic ketoacidosis (dka) and was immediately started on IV fluids and IV insulin drip. The sensor and insulin pump were removed, and blood glucose monitoring was initiated every 4 hours. The patient remained hospitalized for management of blood glucose levels and treatment of a concurrent illness. The patient reported that she was discharged from the hospital on (B)(6) 2026, and no additional medication was prescribed, and she was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.